Event description:
A doctor was performing a routine dental procedure when the lens heat shield/holder fell off the light, and onto the patient's arm, causing a half inch long blister. The lens heat shield/holder weighs less than 1 pound, however it can get hot due to being close to the halogen light bulb assembly.

Manufacturer narrative:
The lens heat shield/holder from the dental light was returned for evaluation on 08/06/2009. It was observed that the 3 metal tabs which lock the lens heat sheild/cover into place were bent, therefore, the lens heat sheild/cover would not be able to be re-installed properly during routine maintenance of the dental light. The lens heat shield/holder has to be removed by the end user when cleaning the lens or replacing the halogen bulb. We believe these 3 tabs were bent during routine maintenance of the light assembly. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place. The complete device (dental light) was not returned for evaluation. Only a component (lens heat shield holder) was returned.